Event description:
Anti-incontinence procedure (raz procedure) done 1997. Pt developed a severe allergy to the sling known as marlex. Was treated for many months with heavy doses of prednisone & is still on prednisone. Pt experienced eruption of severe hives, needing more prednisone. Pt decided on removal of the sling.